Event description:
It was reported that the t1 and t2 deployed together. No patient injuries were reported.

Manufacturer narrative:
Three 72202468 fast-fix 360 curved needle delivery system devices returned. There were three complaints opened related to this incident. The complaints stated: "it was reported that the t1 and t2 deployed together." These aren't serialized. Evaluation was, as received, in a group of three. These arrived loose inside one product carton. Nothing pointed each device to its individual complaint number. Device #1: t1, t2 and suture were not returned. The needle is twisted toward the right. The device still cycled but the actuator did not retract. Inadvertent twisting or bending of the needle track may encourage unintended release or retaining of t's. Device #2: t1, t2 and suture were not returned. The delivery needle does not show any damage. The device cycled and actuated as expected. Device #3: t1, t2 and suture were not returned. T1 was freed from the needle track. T2 and suture were still attached to the needle track. Suture had been disrupted and looped. The delivery needle is bent toward the left. The depth limiter was slightly puckered and pinched. This is a symptom of probing and resistance from tissue. The device did not cycle and actuate properly. It required assistance due to the bend in the needle. T2 deployed. Per IFU: "do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed." No root cause related to the manufacture of the device was confirmed.

Manufacturer narrative:
Due to no product return the complaint could not be ultimately confirmed. Definitive conclusions, accurate investigation and evaluation are not possible without product to evaluate. No further actions pursued at this time. If objective evidence, relevant information, package or product becomes available to assist with evaluation, the complaint will certainly be revisited. Correction in event description expiration date was left in blank, should be (B)(4) 2021 was marked yes, should be no marked as no, should be yes the specification of occupation (if other) should be in blank. Health professional should be marked. Manufacture date was left blank, should be (B)(4) 2018.

Event description:
It was reported that the t1 and t2 deployed together. A backup device was available to complete the procedure with no significant delay or patient injuries.